Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had been receiving ineffective stimulation. As a result, the patient's lead was explanted and replaced with a new lead. Postoperatively, effective therapy restored.

Event description:
Follow-up information provided the patient¿s ineffective stimulation has been resolved.